Event description:
It was reported " vps bull's eye obtained different lengths, once able to get the line to drop, based on the doppler sounds it was deduced that the line was short. Sensor was loosened and doppler guidewire was advanced, until a consistent blue bull's eye was obtained. Arm was dropped to the side of body and blue bull's eye was still noted. Sensor was tightened and entire line was removed. New PICC line was trimmed and re-inserted. Blue bull's eye noted with a 5cm external length. Arm was dropped to side of patient, blue bull's eye consistently shown on screen. Line trimmed to 43cm and re-inserted slowly. Bull's eye obtained at the zero mark. Arm was dropped and blue bull's eye remained consistent. Line closed and x-ray shot." No patient harm or injury. The line was removed and reinserted. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Vps g4 system s/n: (B)(6) with accessories was returned. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies observed. During functional testing of the returned console, no problem was observed with the operation of the console. The complaint is related to positioning of the catheter, which is not something that can be replicated in service. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. The reported issue cannot be confirmed at this time. A probable cause of this event cannot be determined at this time. If additional information is received, this investigation will be updated with the evaluation results. No further actions are required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " vps bull's eye obtained different lengths, once able to get the line to drop, based on the doppler sounds it was deduced that the line was short. Sensor was loosened and doppler guidewire was advanced, until a consistent blue bull's eye was obtained. Arm was dropped to the side of body and blue bull's eye was still noted. Sensor was tightened and entire line was removed. New PICC line was trimmed and re-inserted. Blue bull's eye noted with a 5cm external length. Arm was dropped to side of patient, blue bull's eye consistently shown on screen. Line trimmed to 43cm and re-inserted slowly. Bull's eye obtained at the zero mark. Arm was dropped and blue bull's eye remained consistent. Line closed and x-ray shot." No patient harm or injury. The line was removed and reinserted. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).